Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, the device blocked intraoperatively and did not trigger. No staple line was deployed but the device did cut. Instrument could be easily opened and removed from the tissue. There was a surgery time delay of 60 minutes. Patient consequence was not reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ae0x. Additional information: surgery date was (B)(6)2019 customer confirmed receipt of recall information on (B)(6)2019. Delay in surgery time was about 60 minutes. Device evaluation summary: the analysis results found that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and all staples present. No anvil and washer where returned for analysis, but the manufacturing batch information was reviewed. It was confirmed that the device was manufactured within the bounding time period of the field action, however because the anvil and washer were not returned we cannot confirm if the device exhibited behavior associated with the field action. A new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device presented all staples and performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.